Event description:
(B)(4). Since having my essure put in, I have gained a total of 45 pounds I would say, I am in terrible abdominal pain, no periods (which I have been told is fine) early term miscarriage, insomnia, anxiety, bloating, back pain, rashes that come and go. Really really bad memory problems.